Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the product code 261221 with lot 7344262 confirmed to the specifications when released to stock. Failure analysis ¿ the tested unit was visually inspected. It was mildly soiled and arrived assembled spring test and drill test were performed. Unit successfully passed the spring and drill tests and functioned as designed. Unit drilled 5 holes, and perforator functioned as designed. The complaint could not be verified. Unit passed all functional tests. Root cause analysis ¿ the reported failure could not be duplicated as the device functioned appropriately according to manufacturer's specifications. The possible root cause for the issue reported by the customer, could be due to positioning and/or pressure application during use.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the auto release function of a disposable perforator (ID 261221) was not working properly causing dura mater damage and brain contusion when making the first burr hole. The dura matter was sutured and arrested the bleeding. The procedure was completed with a replacement product available, and the event led to more than 30 minutes surgical delay. The drill used with the perforator is anspach (60,000 rpm). According to information provided, it is unknown if additional anesthesia was required due to surgical delay and if the perforator clicked in place in the drill. It is also unknown, if the recommended spring tests are being performed between each burr hole and if the drill is electric or pneumatic.